Event description:
On (B)(6) 2013, rotaflow with serial number (B)(4) at (B)(4), shut down to 0 lpm while in use on a patient. The perfusionist started the emergency drive until a replacement unit was obtained. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for this event. Per the service order, the customer complaint could not be replicated. The unit was placed into various operating modes for a course of over three weeks and no issues were observed. The on/off led was replaced. Full functional testing and safety checks were performed on the unit. Reference: (B)(4).